Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome). The surgeon plans to rotate/reposition the lens and implant capsular tension ring (ctr). This report pertains to the patient's left eye. Additional information has been requested. Please reference complaint # 2031924-2014-00071 for the right eye.